Event description:
It was reported that the pump screen went blank unexpectedly and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.